Manufacturer narrative:
(B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au680 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified erratic ise results. The service documentation indicates the instrument needed the ise control card replaced. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified the instrument needed the ise control card replaced. Therefore, the complaint event was confirmed.

Event description:
The following erroneous results were reported: ionic selective electrolytes (ise).

Manufacturer narrative:
Operator of device, health professional.